Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent dislodgement). Patient condition affected effectiveness of the device (calcification). No results available since no evaluation was performed. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent dislodgement). Device failure/lack of effectiveness related to patient condition device (calcification). Unable to confirm complaint. (B)(4).

Event description:
The physician attempted to deploy a resolute integrity 2.25 x 26 mm rx drug eluting stent. The artery was very calcified. There were no difficulties noted when removing the device from the hoop and/or during preparation of the device. A negative prep was not performed. It was reported that the balloon did not inflate and that the stent dislodged due to heavy calcification. The device was withdrawn but the stent is now located in the popliteal artery. There were no patient complications reported. No additional patient sequelae were reported.